Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up on this event however, no further information has been received to date. Based on the information provided the root cause can be established. Based on the DHR there appears to be no issue with the valve, since the valve is not being returned no further investigation can be performed at this time, the case will be closed at this time. Should additional information be received at a later stage a follow up report will be provided. It should be noted that no allegation of a device malfunction and/or notification of a serious adverse event have been reported from the site.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a memo 3d semirigid annuloplasty ring smd28 was implanted and explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.